Event description:
It was reported that patient's lead exhibited high impedance. No intervention was performed. Patient status was unknown.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2022. The patient was stable.